Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the device did not come back to a neutral position. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Device lock ring was out of position. Device was returned with jaws in articulated position. Device was precluded from functional testing due to bent articulation flag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of lock ring out of position that has no relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occur. If information is provided in the future, a supplemental report will be issued.